Event description:
It was reported that during test, the compressor went into standby mode for a few seconds then resume normal mode without repeating. There was no patient involvement. (B)(4).

Manufacturer narrative:
The investigation of the complaint regarding the compressor standby issues has been completed. The compressor circuit board was returned. The returned pc board controls the electrical functions of the compressor. The compressor pc board was mounted into a reference compressor and connected to a ventilator without wall air gas connected for testing. The compressor ran for 3 days without generating any deviations. The reported issue could not be reproduced. If the compressor fails to deliver air gas, the connected ventilator will per design switch over to 100% oxygen gas and generate alarm for low air gas supply and high o2 concentration. The device logs from the ventilator that was connected to the reported compressor were not received for evaluation. The root cause to the reported issue cannot be determined by this investigation.

Event description:
(B)(4).